Event description:
During a pfa procedure using the non-abbott (farapulse by boston scientific), it was noted that the ice catheter was not working as expected. The catheter was removed and a fracture was observed at the tip of the catheter. The catheter was replaced to complete the procedure with no adverse patient consequences.